Manufacturer narrative:
It was determined that the result differences generated between the different methods are consistent with methodological differences. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardized methodology used. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys ft4 iii assay results for 1 patient sample on two cobas e 801 analytical units compared to a wako accuraseed analyzer and an abbott architect analyzer. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer's e801 analyzer serial number was requested but not provided. The investigational e801 analyzer serial number is (B)(6). The ft4 iii reagent lot used with the e801 module at the investigation site was 660689 with an expiration date of 30-sep-2023. The ft4 IV reagent lot used with the e801 module at the investigation site was 670634 with an expiration date of 30-nov-2023. The investigation is ongoing.